Event description:
Accumulation of black residue within humidifier container of respironics dreamstation auto CPAP occurred multiple times in 2021. Cleaned and reused it but since (B)(6) have been unable to regularly continue to use the product due to irritation to the sinuses which had not previously occurred. Notified by respironics of product recall on (B)(6) 2021 and submitted required form. My unit confirmed as part of recall. Replacement schedule unknown. FDA safety report ID # (B)(4).